Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that this was a malfunction of the 10-lead ECG patient trunk which was replaced, along with the 5 lead set, grabber, iec, ICU and 5 lead set, grabber, chest, iec, ICU were ordered, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the 10-lead ECG patient trunk. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the 10-lead ECG patient trunk was replaced, along with the 5 lead set, grabber, iec, ICU and 5 lead set, grabber, chest, iec, ICU were ordered to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported the device ECG cable fails when moving the patient. During the check-up of the defibrillator, the customer observed that the ECG cable is very worn out. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.